Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic hernia repair. According to the reporter: as per the hand written note on the device package. This devices was used on the patient and did not inflate properly. Surgeon tried to make it work, but was not successful. Broken plastic piece-which piece was not legible according to the reporter. Additional information requested via email 1. What was the broken plastic piece? 2. How did it break off? 3. Did it disengage into the patient's cavity at any point? 4. If it did, was it retrieved?